Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 42 mg/dl. Juice and food were consumed to address bg. Customer alleged the low bg was associated with the infusion set as there was not any other issue occurring with the pump. Customer did not specify how the infusion set caused the low bg. As event occurred in the past, recommendation was made for the customer to discuss the event with a healthcare provider.